Event description:
Item 002815; item name hme portex low volume trach neo; manufacturer ICU medical; lot lt2310 & lt2311 received multiple reports from caregiver that hmes received in supply shipment leaked blue dye when used from the blue foam portion of the product. Reports that condensation formed on the outside of the tubing that saturated the foam piece that then caused blue dye to stain patient's clothes. Warehouse leader tested matching product from warehouse facility and product tested also leaked blue dye when wet. In total, 4 items matching item ID and the lot numbers above leaked blue dye. No harm was reported by caregiver or by patient in either instance. The two events occurred on (B)(6) 2025. Due to multiple instances and warehouse testing showing similar occurrence and no results/investigation by manufacturer, medwatch completed. Diagnosis for use: z99.11 dependence on respirator (ventilator) status. Pt code: 4582. Device codes: 1354, 2986. Reference reports: mw5179385, mw5179387, mw5179388.